Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. During use, the shaft of the 4.5x12 mm nc trek balloon dilatation catheter (bdc) broke but did not separate into two pieces. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported separation could not be determined. There was no damage noted to the device during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis confirmed that the inner member was separated in two locations, proximal to the proximal balloon marker and distal to the proximal end of the guide wire exit notch and the outer member was separated distal to the mid lap seal. The material at the noted separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). Although the account reported that there was no difficulty experienced during removal, based on the returned device, the noted stretching on the device and jagged material is indicative of difficulty and/or handling during removal which likely led to the reported separation; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 1069 was removed and 1562 was added.

Event description:
Subsequent to the initially filed report it was reported that the shaft separated during removal. The separated portion was simply withdrawn. No additional information was provided.